Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain and warmth at the ipg site. Physician treaded with a lidocaine patch. Patient underwent surgical intervention on (B)(6) 2021 for exploratory reason due to possible infection but the physician did not believe it was infected after making an incision. Therefore the patient had no devices explanted and remains in therapy.